Event description:
The femoral stem involved in this patient's primary surgery on (B)(6) 2008 remained implanted at the time of revision on (B)(6) 2013.

Event description:
It was reported that revision surgery was performed due to a suspected soft tissue reaction.

Manufacturer narrative:
The devices reportedly utilised in this case were implanted in an off-label application in the USA. The bhr acetabular cup is us approved for use only with a bhr resurfacing femoral head. The hemi-head (large diameter cocr femoral head) is only approved for use by FDA when attached to a smith & nephew femoral stem for articulation on native bone, not on an acetabular component (bhr acetabular cup).

Manufacturer narrative:
The combination of devices used in this case constitute an off label application in the USA.